Manufacturer narrative:
A customer from (B)(6) reported a misidentification of a pseudomonas putida external quality control sample in association with the vitek® 2 gn test kit. The customer submitted the strain for evaluation. An investigation was performed. On vitek 2 (v7.01) gn cards, one (1) card of the customer lot (cl : 2410047203) and one (1) card of a random lot (rl : 2410142103) were tested from cba and drigalski (drig ) media. The results were: - an excellent identification to p. Putida 99% with both lots tested from cba subculture and only with rl from drig subculture. - a low discrimination between p. Putida and acinetobacter baumannii complex with cl from drig subculture. The identification expected was confirmed with vitek ms v3 (knowledge base v3.0) : excellent identification to p. Putida confirmed (99.9%). The vitek 2 gn card performed as intended and no further action is required. Note : the initial answer at the customer site is a low discrimination included p. Putida which is not an error. The laboratory report proposed supplemental tests to solve the low discrimination.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a pseudomonas putida, ctcb (toulouse center for quality control in clinical biology) external quality control sample in association with the vitek® 2 gn test kit. The customer reported the organism was cultured on drigalski media. The initial test result was a low discrimination organism, and the repeat result was acinetobacter baumanii. The expected result was pseudomonas putida. The customer retested, using drigalski and vitek® 2 gn in which the result was a low discrimination organism. The customer tested the isolate using carba/oxa media and the result was pseudomonas putida. There was no patient involvement as this was a quality control sample. A biomérieux internal investigation will be initiated.